Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had the battery replaced due to normal battery depletion. Patient states the doctor is stating they have to redo the second implant/do surgery because it is too big for the pocket. No symptoms were reported. No further complications were reported or anticipated with this event.